Event description:
It was reported the pt was admitted to the hospital in (B)(6) 2007 for a cerebral hematoma and also in (B)(6) 2007 for a cerebral hematoma. The pt was transferred to (B)(6) for surgery and died on (B)(6) 2007. Add'l info has been requested.